Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak from the flowcell drain of unicel dxc 600 pro synchron clinical system. There was no effect to patient or user.

Manufacturer narrative:
A bci customer technical support (cts) assisted the customer with troubleshooting. Service request was cancelled because the customer was able to fix the problem.